Event description:
It was reported that the customer was hospitalized with high blood glucose of 500mg/dl. It was stated that the customer was not wearing the insulin pump at the time of her admission. It was stated that her high blood glucose may have been a result of food poisoning after eating a (B)(6) sandwich. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. Instructed the nurse to remove the cannula and it was bent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.